Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found batteries weak. Ordered and replaced batteries. The system was tested and found to be working as intended and placed back into service.

Event description:
Customer call to report an intermittent charger error with the 9600 emi system. No patient injury reported.